Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have over bolused. Reviewed the bolus history, and found that the customer had indeed infused large quantities of insulin. This caused a hypoglycemic event that caused the customer to accidentally burn herself. The customer did not require medical assistance for the hypoglycemia, but she did go to the hospital recently to get treated for her burns. The date of the hospitalization was not reported.